Event description:
Reporter stated that she had a screening done on a optomap retinal screening machine at the optometrist office on (B)(6) 2020. She woke up the next morning with a slight headache, blurred vision on her right eye and both eyes were red and she felt a little dizzy. She also stated that this symptoms lasted all day. Pt applied an eye drop to her eyes which helped a little. She believe this reaction is as a result of the screening machine. Pt tried to reach the dr's office to inform him about her symptoms but the dr was not available.